Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged a cracked battery compartment. There was no allegation of an adverse event. This complaint is being reported as the issue may result in the long term cessation of insulin delivery.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/08/2016 with the following results. Pump was returned with the battery compartment cracked along the side. Unrelated to the complaint, there is a dim display- letters have a red hue.